Event description:
It was reported that the programmer had a cracked screen and also that its electric cord compartment would not close. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer had a cracked screen overlay. It was also noted that the latch tabs on the power cord door were broken and prevented it from closing, the keyboard latch was broken and the keyboard was coming apart, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, the system fan was intermittently noisy, and the upper and lower cases were damaged. (B)(4).